Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with multiple external devices. The patient last charged the ipg in (B)(6) of 2016. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6)2017 to explant and replace the ipg. The issue has resolved following the procedure.